Event description:
It was reported that during a spinal surgical procedure (l4 and l5), it was discovered that the attachment device ¿heated up¿. The reporter indicated that the ¿bit would not fit into the device¿ and the ¿device was so hot, that the surgeon could not continue using the device¿. According to the reporter, a spare device was available for use. Sterilization of the spare device delayed the surgery for 25 minutes. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed on the device which found that the bearings were worn causing the device to heat up. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.